Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan of 136 mg/dl when compared to a healthcare professional (hcp) meter result of 77 mg/dl. The customer became hypoglycemic and experienced symptoms described as ¿dim and then tipped over¿, a seizure, and a loss of consciousness. The customer had contact with an hcp who provided food and administered an unspecified infusion for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor data was reviewed and signal low error message along with a drop in glucose/ temp values and were observed, indicating that the user removed the sensor early. The sensor was de-cased and visual inspection has been performed, no issue were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for premarket identification as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving a high scan of 136 mg/dl when compared to a healthcare professional (hcp) meter result of 77 mg/dl. The customer became hypoglycemic and experienced symptoms described as ¿dim and then tipped over¿, a seizure, and a loss of consciousness. The customer had contact with an hcp who provided food and administered an unspecified infusion for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.